Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on a (B)(6) male with pleuritic chest pain. The following data was provided: on (B)(6) 2020 at 1800h, troponin result =52 ng/l (cutoff for males = <26ng/l), new sample at 2230h troponin result = <3 ng/l (undetectable), the next day the 1800h sample was retested = <3 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
A review of tickets determined normal complaint activity for lot 10149ui00, and no trends were identified for the product for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 10149ui00 and panels which mimic patient samples. All specifications were met indicating that the lot is performing acceptably. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The median population result for lot 10149ui00 is comparable with all other lots in the field and confirms no systemic issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I reagent, lot 10149ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A correction was made. Suspect medical device, 4. Catalog # from incorrect 03p25-27 and UDI # (B)(4) to correct catalog # 03p25-37 and UDI# (B)(4).